Event description:
It was reported that an artificial urinary sphincter (aus) cuff was attempted but not implanted due to the physician stretched it and found that the device was on the verge of breaking. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information was requested, however, no further information was provided.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis found a tear in the buttonhole consistent with damage caused by pulling or torquing of the material. The reported information indicates that the physician stretched/manipulated the device. The ams800 occlusive cuff was visually and microscopically examined and functionally tested. The cuff was measured, and the device size was consistent with the reported information. There was a tear in the buttonhole approximately 1mm long. The backing around the buttonhole appeared to be frayed and damaged, which indicates that the separation is consistent with pulling or torquing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was attempted but not implanted due to the physician stretched it and found that the device was on the verge of breaking. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information was requested, however, no further information was provided.